Manufacturer narrative:
Investigation summary: the centrimag blood pump used at the time of the reported event was not returned for analysis. As a result, the reported event could not be confirmed nor correlated to a pump related issue. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Section d3, g2: correction.

Manufacturer narrative:
A separate report has been filed capturing the centrimag motor (l06371-0020), reported under MFR # 2916596-2019-03032. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, and unique device identifier (UDI) are unknown. Approximate age of device- 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by ventricular circulatory assist system starting on (B)(6) 2019. It was reported the centrimag motor was making intermittent noise described as grinding sand. No alarms were reported. There was no adverse patient impact. Because the sound was intermittent and no changes in flow were noted, no action was taken at the time. It was reported the patient would not tolerate a stop in support, therefore, the system was not exchanged. It was recommended to investigate the blood pump for a possible clot. On (B)(6) 2019, the blood pump and motor were exchanged due to a suspected clot in the blood pump. The exchange occurred without complication and there was no adverse patient consequence reported. It was reported the noise has not resolved. The motor and blood pump will not be returned. The serial number of the blood pump is unavailable. No additional information was provided.